Manufacturer narrative:
The sample was received 03/31/2011 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was placed in the pt's right femoral artery. The catheter was due to be removed two days after insertion. After removing the tape and dressing, the nurse went to remove the catheter and observed that the catheter tubing was no longer attached to the blue adapter, as it had broken in half. The catheter tubing was sticking out of the pt's skin and was removed with no complications.